Event description:
The customer reported that the unit operates, but there is no display. The customer reported that the unit was not in use on patient. The customer will order part and install it. The customer is taking responsibility to correct and repair the device. The customer has been notified to contact philips if this does not address their device issue. Repair information was requested from the customer, but no response was received.